Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
Reported issue: anesthetist placed an epidural catheter into a laboring patient. When the catheter was taped in place, medication was attempted to be pushed through (insitu in patient) but was not able to push through any medication. Pulled out the catheter and catheter were still occluded outside of the patient; had to reinsert another epidural catheter hence re-initiating the epidural insertion process.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: anesthetist placed an epidural catheter into a laboring patient. When the catheter was taped in place, medication was attempted to be pushed through (insitu in patient) but was not able to push through any medication. Pulled out the catheter and catheter were still occluded outside of the patient; had to reinsert another epidural catheter hence re-initiating the epidural insertion process.